Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The automated impella controller (aic) had a controller error alarm with placement signal issues. This issue occurred during patient use, but resolved and support continued. Staff monitored. There was no patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The console was received for investigation. The data analysis confirmed the reported failure mode. The root cause for the controller error is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. D9 device returned to manufacturer date added.